Event description:
This report was received from baxter's global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began therapy with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. It was unknown if the patient was hospitalized. On an unreported date, the patient began remedial therapy with vancomycin (1 gm, loading dose, injection), amikacin (250 mg loading dose and amikacin 125 mg maintenance dose, injection), fortum (100 mg tab, once a day), and zobactin (4.5 gm, once a day). The cause of the peritonitis was unknown. Action taken with dianeal pd2 ultrabag therapy was not reported. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. On an unreported date in 2011, the event of peritonitis had resolved and remedial therapy was discontinued.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.